Event description:
Patient was admitted to the emergency department for chest pain. Chart review indicates patient was seen for abdominal pain and received esophagogastroduodenoscopy (egd) with biopsy. CT imaging from current hospitalization showed a 5cm x 2mm foreign body in esophagus which led to perforation, mediastinitis, and empyema. Tip of guidewire found to have broken off. Guidewire was removed in surgical procedure. Reusable spring-tip guidewire from conmed (#16). No official recommendations from the company regarding how many times it can be reused (reprocessed). The original procedure is documented as a straightforward case with no challenges; esophagus noted be be very tortuous (anatomy was challenging). The quality department was notified of this retained foreign object event.

Event description:
Patient was admitted to the emergency department for chest pain. Chart review indicates patient was seen for abdominal pain and received esophagogastroduodenoscopy (egd) with biopsy. CT imaging from current hospitalization showed a 5cm x 2mm foreign body in esophagus which led to perforation, mediastinitis, and empyema. Tip of guidewire found to have broken off. Guidewire was removed in surgical procedure. Reusable spring-tip guidewire from conmed (#16). No official recommendations from the company regarding how many times it can be reused (reprocessed). The original procedure is documented as a straightforward case with no challenges; esophagus noted be very tortuous (anatomy was challenging). The quality department was notified of this retained foreign object event.